Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the error code 242.4030 on 8100 unit could not be confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, case resolution tech called in for help on error code on 8100 unit 242.4030. The error is a motor stall on unit was detected. Will have to replace the ail sensor first next would lead to motor controller board can lead to main board on unit. Issue category: hardware, issue summary: product type: 8100. Versions affected: all. Symptoms/system effect: 8100 module exhibiting a 242.4030 error. Steps to solve (internal): solution/workaround summary: to correct a 242.4030 error on an 8100 module. Suggested messaging: does this error come on when you open the 8100 door? High level steps/procedure: ensure that the motor connector is securely connected. Replace the ail assembly (the motor encoder is part of this assembly). Replace the motor controller board. Replace the logic board. Return to factory for repair. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8100 unit had an error code 242.4030. There was no patient involvement.